Event description:
It was reported that during avf (arteriovenous fistula) sigmoid sinus procedure, the subject device (coil) was stuck inside the coil mass. The subject device was withdrawn carefully but it was prematurely detached inside the microcatheter. Since the subject device was tangled with the coil mass, the subject device was retrieved and safely removed from the patient by using snare device. The procedure was finished without additional coil. The patient¿s current condition is fine.no clinical consequences to the patient were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. It was noted during analysis that the main coil was stuck in the catheter with the snare device. Upon removal the coil could be seen to be extremely damaged and was not attached to the delivery wire. Upon microscopic analysis, the main coil can be seen to be kinked and was tangled. The main coil had detached from the delivery wire at the main coil junction and this was seen to have occurred but physical force, resume ably when the snare was trying to be retracted. Functional testing was not performed due to the damage noted to the coil. Additional information from the customer indicated that the device was stated to have been in good condition prior to the procedure and was prepared as per the device directions for use (dfu). Based on device analysis and the information available, it is probable the device was damaged due to some procedural/anatomical factors encountered during procedure, causing the reported medical intervention. As such, an assignable cause of operational problem due to component failure was assigned to this event.

Event description:
It was reported that during avf (arteriovenous fistula) sigmoid sinus procedure, the subject device (coil) was stuck inside the coil mass. The subject device was withdrawn carefully but it was prematurely detached inside the microcatheter. Since the subject device was tangled with the coil mass, the subject device was retrieved and safely removed from the patient by using snare device. The procedure was finished without additional coil. The patient¿s current condition is fine. No clinical consequences to the patient were reported.